Event description:
Reference number (B)(4). Event occurred in argentina it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the tuing. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: argentina.